Event description:
It was reported that balloon rupture occurred. A 4.00 x 32mm synergy megatron drug-eluting stent was selected for treatment. However, during the procedure, the stent balloon ruptured, preventing successful deployment of the stent. The device was successfully removed from the patient, and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 4.00 x 32mm synergy megatron drug-eluting stent was selected for treatment. However, during the procedure, the stent balloon ruptured, preventing successful deployment of the stent. The device was successfully removed from the patient, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.